Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks which appeared to be inappropriate. Boston scientific technical services (ts) had further review and stated appeared to be for rapid ventricular response to atrial fibrillation (af). An attempt to obtain additional pertinent information was unsuccessful. This ICD remains in service. No adverse patient effects were reported.